Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "third-generation ceramic-on-ceramic bearing surfaces in revision total hip arthroplasty" written by jun-dong chang, md, phd, rutuj kamdar, ms, je-hyun yoo, md, phd, mina hur, md, phd, and sang-soo lee, md, phd published by the journal of arthroplasty vol. 24 no. 8 2009 accepted by publisher 13 april 2009 was reviewed. The article's purpose is to evaluate the clinical and radiologic outcomes of revision tha using third-generation ceramic-on-ceramic bearing surfaces in relatively young patients. The data was compiled from 42 hips in 37 patients with a mean age of 48.8 years in which revision thas were performed between february 2000 and december 2004 and mean interval from primary to revisiontha was 9.5 years. A mixture of non-depuy and depuy products were retrieved during revision surgery. Among the retrieved cups, depuy acs (1 cup) and aml (1 cup) were included. Among the retrieved stems was 1 cemented depuy c-stem. The overall reasons for revisions were listed as retro acetabular osteolysis , dissociation of pe liner, stem loosening with pelvic osteolysis, and periprosthetic fracture with loosening (anatomical location not provided). The article does not provide identification of products associated with the revision reasons. The article does not mention debris or refer to bearing wear. The revision surgery included a mixture of depuy and non-depuy products utilized including duraloc cups in 6 with ceramic liners and ceramic heads and srom stems in 6 non-cemented. Revision surgery results were that no hips required additional revision but noted complications were heterotrophic ossifications, dislocations and 1 infection. The article does not provide information on interventions if any were provided for the revision complications. The article does not provide the identities of the products associated with the revision complications. The article identifies 2 patients and they are captured in linked complaints. This complaint captures the initial revision and results of revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.